Event description:
The reporter stated that the device result was hi and the doctor's meter read 120mg/dl for a comparison. No treatment was given to the user. The doctor told him to eat because he took an extra oral medication on a previous hi reading. The device was replaced and requested to be returned for evaluation.